Event description:
The customer reported a ventilator was inoperable with a black screen during set up. Additionally, the unit was later powered on, the unit cycled normally, however, a 100a error code indicating a vent-inop: data acquisition (da) printed circuit board assembly (pcba) adc reference failed and a 1127 error code indicating an over voltage protection (ovp) circuit failed were noted in the event log. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The remote service engineer (rse) provided the customer with a quote to replace the data acquisition (da), power management (pm), and the motor controller (mc) printed circuit board assembly (pcba). The customer did not accept the quote and reported that the unit was up and running. The issue was resolved prior to the onsite visit. Therefore, onsite repair was canceled. Moreover, further information regarding the repair was requested from the customer. The customer reported that the unit was re-evaluated onsite and is awaiting parts.

Manufacturer narrative:
Further information was requested from the customer and the rse to retrieve the information regarding the device repair, however, yielded no response was received. It is unknown if any parts or repairs have been conducted.